Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a on (B)(6) 2021, the patient's infusion set's tubing (brand new) had detached/broken at site connector. The patient's blood glucose level was between 5 mmol/l to 7 mmol/l. This issue occurred with two infusion sets. The patient replaced the infusion set and resumed insulin successfully. No further information available.